Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported issues appear to be related to the circumstances of the procedure. In this case, it is likely that an interaction of the device with patient anatomy or friable femoral vessel contributed to the reported suture malposition. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a progide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, during closure when tension was applied to the rail suture, the entire suture including the knot pulled out of the vessel. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.